Manufacturer narrative:
Initial notification of this reportable event to FDA. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of the device. There were no visual abnormalities observed, however during functional evaluation the staples did not deploy from the re-load and the pusher did not advance. To test the stapler independently a pmv sulu was placed in the instrument. The stapler was fired with the pmv sulu and the staples deployed and formed properly. However, the returned sulu was loaded a second time into the returned stapler and fired properly. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, they went to staple the bronchus with the first stapler and the device did not fire. A new reload was used with the same stapler device. The stapler performed open staples (no b sharp) in tissue. Than they chanced to another reload and tried to fire out of the patient but nothing happened. Another stapler was opened and that device stapled the tissue without any problem. To correct the issue, the tissue was resected and re-stapled with a new device. There was no patient injury.